Event description:
A renegade catheter was used for therapeutic purposes. During the procedure a coil got stuck at the proximal end of the shaft. The procedure was not completed and there were no pt complications.